Manufacturer narrative:
(B)(4).

Event description:
During a four level unilateral cervical ablation procedure, a patient burn occurred. The grounding pad was placed on the right lower back on clean and dry skin. Upon removal of the grounding pad a burn was noted with blistering. A burn cream was applied and a skin graft was performed.

Manufacturer narrative:
The results of the investigation concluded that the device functioned as intended during a simulated lesion test. No functional anomalies were noted. The device met specifications prior to release from sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported patient burn remains unknown.